Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a laparoscopic low anterior resection, the articulation was able to perform normally, but when trying to fire, the device could not fire. It was also reported that the reload might had prefired since the nurse loaded the reload right after removing the yellow tab, and asked whether the staples came out, but it could not be determined. The procedure was completed with another device. There was no patient injury.